Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician changed the order infusion of 8 mg, 60 minute lockout with a continuous rate of 5 mg/hour because they were unable to program the intended infusion to 5 mg, 60 minute lockout. The pump did not allow programming of more than 35% of the total volume of the syringe one time. There was patient involvement, but the outcome was not indicated.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the clinician changed the order infusion of 8 mg, 60 minute lockout with a continuous rate of 5 mg/hour because they were unable to program the intended infusion to 5 mg, 60 minute lockout. The pump did not allow programming of more than 35% of the total volume of the syringe one time. There was patient involvement, but the outcome was not indicated.